Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopic right hemicolectomy, during preparation, before use on the patient, the handle was taken from the charger, but it did not power on and nothing was displayed on the monitor. The operator used another handle and the same charger to resolve the issue. There was no patient injury.